Event description:
During the procedure, the introducer did not deflect as expected. The introducer was replaced and the issue was resolved with no adverse consequences to the patient. It is unknown if a second access site was required when replacing the introducer.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.